Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was unk. The customer stated that there were no significant events that could have led to the issue. Advised the customer to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. The insulin pump started working as designed. The issue was resolved by changing the infusion and reservoir sets. No further assistance needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.